Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and the lead appeared damage at implant.

Event description:
It was reported during implant, the coronary sinus lead would not stay in place. Also the right ventricular lead was not long enough for the patient. Both leads were attempted but not used and new leads were used in their place. No patient complications were reported as a result of this event.